Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24146. It was reported the patient experienced neck pain and an accumulation of fluid built up in his neck. The patient went to the emergency room. Antibiotics were prescribed. Follow-up revealed no signs of infection, fluid build up or swelling were found.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.